Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.